Event description:
The initial reporter alleged discrepant results when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. On (B)(6) 2023, a sample was tested in a pool of 6 (pp6) and was non-reactive for all targets. Serology testing for the same sample was reactive for human immunodeficiency virus (hiv). The sample was subsequently tested in resolution (resp1) and was reactive for hiv with a cycle threshold (CT) value of 38. The sample was later tested with a quantitative assay, which detected a low concentration of viral target with a value of less than 20 copies per milliliter (cp/ml). The donation was blood, and it was not used.

Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of the data provided indicated that the target curve for hiv was robust and sigmoidal, consistent with true viral target amplification. Positive and internal controls also demonstrated robust and sigmoidal curves, confirming proper assay performance. No issues were identified in the quality control data or the reagent kit that could contribute to the reported event. The most likely cause of the unexpected non-reactive result in the pooled sample (pp6) was attributed to the viral concentration being diluted to the assay's limit of detection, where wavering results between reactive and non-reactive may occur. Clinically, the donor may represent a true-positive hiv case with suppressed viral load due to treatment. A trend analysis for lot h30808 did not identify any related issues. The donation was not used, and no additional harm or delay in treatment was reported.